Event description:
It was reported that, "I was scheduled to have my artificial elbow and partial humerus prosthesis replaced but after I was asleep, your employee realized he was missing one of the pieces so the surgery couldn't be done."

Manufacturer narrative:
An eval of the devices cannot be performed as the devices remained implanted in the pt, were not returned to the MFR. This per became legal matter. No add'l info is available at this time. Add'l follow-up info may be obtained by the legal affairs as it becomes available.